Manufacturer narrative:
Additional information section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jun 18, 2025. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received. Visual inspection under magnification reveal the complaint lens was received coated in an unknown liquid. The lens was cleaned revealing no issues that could cause or contribute to the complaint issue reported. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s left eye due to them experiencing dysphotopsia. The issue was noticed during a posterative-op exam and the symptoms last 3 months. There was no incision enlargement, vitrectomy, sutures or delays. No medication outside the standard of care. The replacement iol is a non-johnson and johnson lens softec hdo +20.75. No further information was provided.

Manufacturer narrative:
Section a3b: female. Sections a4, a5, a6, patient information: unknown/not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.